Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) undergoing continuous renal replacement therapy (crrt) with a prismaflex m 150 set had a blood loss when the set became disconnected at the y connector on the access line.